Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure noticed issue by abbott on 04oct2023. Investigation codes and conclusion will be provided in an additional submission.

Manufacturer narrative:
External and internal visual inspections of unit revealed exposed wires on the right-angle extension cable. A golden power supply and power cord was used to power the unit throughout all test steps. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Customer reported the power connector plug had frayed and exposed wires. - confirmed. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or to the reported complaint issue, as no non-conformance related to the reported issue contributing was found in the batch records reviewed.